Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced spontaneous deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On 4/5/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7628768 sn: (B)(4) and (right) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7628768 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, two devices were returned without fluid. Brown material was observed within the devices. Brown and red material was observed on the shell surfaces. On device a, mentor product analysis lab discovered an area of siltex cracking on the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. By the other hand, was noticed under the device b a crease on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were noticed. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. Complaint was not confirmed. At this point it is not possible to determine the root cause of the brown and red material found on the devices. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).